Manufacturer narrative:
Correction: d3 additional information: d8, e1, e3, e4, g1, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Title: limitations of current near-infrared spectroscopy configuration in detecting focal cerebral ischemia during cardiac surgery: an obse rvational case-series study source: artificial organs 2018, vol. 42 pages 1001¿1009 article number: 10. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, the unit had false negative sco2 values. Postoperative CT scan showed multiple in fratentorial and supratentorial bilateral infarctions. The patient did not awaken following elective replacement of the ascending aorta with a composite graft.